Event description:
Customer reports obtaining 5.8 inr and 4.4 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.